Event description:
Pt experienced high blood sugar levels for one week and blood sugar levels return to normal once she returned to insulin injections. This required no physician or hospital intervention. Insulin injections were administered at home.